Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, the ventricular lead exhibited loss of capture in all configurations. The lead was explanted and replaced.